Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas (left ventricular assist system), serial number (B)(6), and the reported event could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1, ¿introduction,¿ outlines potential adverse events, including right heart failure, cardiac arrhythmia, bleeding, and renal dysfunction, that may be associated with the use of heartmate 3 left ventricular assist system. Section 6, "patient care and management," lists cardiac arrhythmia as a potential late post-implant complication that may be associated with the use of heartmate 3 left ventricular assist system. This section states: ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump.¿ additionally, this section provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the patient had melena and the source of the bleeding was not known. The patient's coumadin (warfarin) target was lowered and their aspirin was stopped. A c-scope and g-scope were performed that were both negative. The patient was eventually discharged home in stable condition. No new bleeds were noted.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas (left ventricular assist system), serial number (B)(6), and the reported event could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1, ¿introduction,¿ outlines potential adverse events, including right heart failure, cardiac arrhythmia, and renal dysfunction, that may be associated with the use of heartmate 3 left ventricular assist system. Section 6, "patient care and management," lists cardiac arrhythmia as a potential late post-implant complication that may be associated with the use of heartmate 3 left ventricular assist system. This section states: ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump.¿ no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced right ventricular (rv) dysfunction, acute kidney injury (aki) and ventricular tachycardia (vt) post implant. Their inotrope dose was increased for the rv dysfunction and it was eventually weaned. No centrimag or mechanical circulatory support (mcs) was needed. Continuous renal replacement therapy (crrt) was done for the aki while the patient was in intensive care unit (ICU) and it eventually resolved without requiring dialysis. The patient has a known vt before their procedure and had been shocked and defibrillated in the past. It was unknown if the patient was symptomatic during this episode. They were treated with cardioversion and were on oral amiodarone and betablockers. The vt was resolved with no new episode. The patient was eventually discharged home in a stable condition.